Event description:
The procedure was for a basilar tip saccular aneurysm. The physician tried the jailing technique. First, he used an enterprise enf453712 with a prowler plus 45 6062510fx, and felt resistance, but it went through the microcatheter (mc). Afterwards, he felt strong resistance, and then stent got stuck in the mc. Therefore, he pulled back the system, and tried to use enterprise enf452812 and prowler plus j 6062510jx. However, the same situation happened, although prowler select plus is recommended for an enterprise delivery catheter.

Manufacturer narrative:
Prior to and after removal from the package, the products were not damaged. All the product prep per IFU, except that a prowler plus was utilized with the enterprise device and it supposed to be prowler select plus. During insertion, the touhy or y connector was closed to secure the introducer and prevent movement. During insertion, the enterprise introducers were seated correctly in the microcatheter hub. The introducers were not damaged by the y connector. The microcatheter or distal tips of the enterprise systems were not re-shaped. A constant flush was maintained at all times through all the systems. Additional torque was not applied to the microcatheter or enterprise delivery system in order to advance the devices. No damages were noticed on any of the devices, and the microcatheters were not placed at an acute angle. The resistance occurred on the mid shaft of the microcatheter, but no damages were noticed at the area. The enterprise delivery systems did not make it out of the microcatheter. The procedure was completed with the same product. After removal, no other damages were noticed on the microcatheter, delivery system or stent. Prior to shipping, no other damages were noticed on the enterprise delivery system (tip unraveled/stretched or stent damage), or microcatheter. No further information was available. Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event, which is associated with mfg report # 1058196-2009-00246, 1058196-2009-00247, 1058196-2009-00249.